Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds, undersensing of p waves, and no capture at max output. The lead was programmed off, remains in the patient, and a revision was planned for the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.